Event description:
A customer reported a past incident of low blood glucose, with the specific low level displayed as "low." The customer managed the low glucose event by drinking soda and eating dates. They were advised by technical support to consult their healthcare provider to discuss potential causes affecting blood glucose levels, and agreed to follow this recommendation.